Event description:
The physician encountered a device malfunction while using the cerene cryotherapy device. The device operated normally until shortly after active ablative treatment had started, at which time the lcd screen displayed error code 307 (sheath encoder fault, treatment). The device was removed and the physician elected to use another device. The procedure was completed with a full treatment, and the patient was discharged with no injury. Analysis of the returned device showed that the ec 307 was triggered after 11 seconds of nitrous oxide treatment; no fault or other issues were observed during re-testing of the subject device. The conclusion of the investigation is that the most likely root cause for the ec 307 was an undetermined issue with the sheath encoder processor.

Manufacturer narrative:
Any device malfunction during treatment can potentially lead to a user electing to perform a repeat endometrial ablation, which can pose a serious risk to health. Labeling for the cerene cryotherapy device states that the "treatment status and next steps" for error code 307 is "uterus partially treated, end procedure, do not re-treat." No injury or adverse events were reported.